Event description:
Treatment of an aneurysm located in the mca (middle cerebral artery). The vessel was not very tortuous. During the procedure, it was reported the hyperform balloon catheter could not be deflated after inflation. The balloon (still inflated) was removed from the patient through the guide catheter. The physician stated the hyperform was not tested (one of the requirements for proper preparation of the system presented in the instructions for use) prior to use. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).